Manufacturer narrative:
Device evaluation summary: the closurefast catheter was returned for analysis. The catheter was examined: visual inspection of the catheter shaft revealed no abnormalities or deformities. The heating element /coil was observed to be damaged. A visual inspection of the device found the coil heating element was bent, damage and the fep was deformed. The damage to the coil was observed approximately in the region of 3mm to approximately 7mm proximal from the distal tip. Visual inspection under magnification revealed the fep on the coil was deformed. There is evidence of the coil winding damage. Burn marks in the coil were also observed. The coil was observed to be exposed. The investigation could confirm coil damage to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a closurefast catheter for a radiofrequency ablation procedure in the left anterior accessory pathway. Device was prepped as per IFU without issue. Lumen was flushed prior to use. The catheter was introduced without complication. It was reported that the temperature of 120c was not achieved consistently. Physician applied pressure to the area (not excessive) and the temperature increased. Physician then experienced difficulty when attempting to withdraw the catheter. It was reported that after removing the catheter, there appeared to be significant damage to the heating element with a significant amount of burn. Low impedance was the only message displayed on the generator which kept reoccurring throughout the procedure. Procedure was completed using the same catheter and generator and no additional treatment was required. Another catheter has been successfully been used with the generator since this. No patient injury was reported.